Event description:
It was reported that the pump battery could not be charged using the tandem-provided usb cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer was able to successfully charge the pump using secondary charging materials.